Manufacturer narrative:
The device was not returned to the manufacturer for evaluation. The device history records for all devices intended to be implanted were reviewed ((B)(4)) and no issues were identified during the manufacture and release of the device that could have contributed to the problem reported. The most likely cause cannot be determined due to the device not being returned. However, based on feedback from the surgeon, the root cause is most likely due to early weightbearing activity after surgery. The company will supplement the MDR as necessary and appropriate.

Event description:
After an original bunion surgery was completed on (B)(6) 2017, all tmc hardware was removed and non-tmc hardware was put in place in a revision surgery on (B)(6) 2018 due to loss of rotation. The surgeon attributes the loss of rotation to early weightbearing activity postoperatively.